Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were missing data points on the continuous glucose monitor graph. Customer¿s blood glucose was 288 mg/dl. The customer reset the pump to resolve the issue.